Event description:
It was reported that the pump alarmed and indicated that the cassette needed to be inserted. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis with complaint that an alarm has occurred indicating that the cassette should be inserted again. No physical damage or defects noted on device. Review of event history log was able to confirm the customer¿s reported issue of the alarm occurrence. No previous repairs were noted within the last 12 months. Visual and functional testing was performed. The customer reported issue of alarm occurrence was confirmed through the operation test. The reported issue was caused by downstream occlusion sensor failure, and the event was replicated by the technician. The reported issue was resolved by replacement of the downstream occlusion sensor. Device passed all functional and delivery tests performed after repair activities were completed.